Event description:
It was reported that the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
The cause for the reported device malfunction was determined to be a shorted capacitor, designator c60, on the digital pcb assembly. A replacement device was provided to the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.